Event description:
Narrative from staff: during a laparoscopic procedure, when using a v-loc suture to close vaginal cuff the needle broke into two pieces. A piece of the needle was lost in patients¿ pelvis. The needle was too small to find and retrieve. Per policy an intraop x-ray was preformed finding no needle piece. The surgeon finished the procedure as planned with no further incidents. Narrative from operative report: an endo stitch device was used to close the vaginal cuff in a running fashion. The endo-stitch needle was broken during cuff closure. An x-ray was performed that did not definitively demonstrate presence of the broken portion of the needle. The specimen was removed from the vagina and handed off the field for pathology review.